Event description:
A customer reported that the pump battery would not charge, and despite attempting to resolve the issue by connecting to a different wall outlet, using a different charging cable, and trying a different wall adaptor, the problem persisted. There was no reported impact on the customer's blood glucose level. As a corrective action, the technical support team decided to replace the pump and provided instructions for the return of the problematic pump, although the customer declined to disclose the type of backup therapy used during the process.